Event description:
It was reported that the pt was experiencing pain approximately three month post-operatively. X-ray examination confirmed that a component of the implant construct was dislodged. Surgery was performed successfully to remove the component.

Manufacturer narrative:
The retrieved component was returned for evaluation. Visual examination was performed. Markings observed on the component were consistent with the reported separation and retrieval. Results of our evaluation indicate that the component was not properly engaged to the construct. No conclusion can be drawn from the results of the examination of the returned component.